Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. Technical services (ts) recommended programming changes. This lead remains in service. No adverse patient effects were reported. Additional information was received that the shock impedance measurements are currently within normal limits, and the patient will be continuously monitored. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. Technical services (ts) recommended programming changes. This lead remains in service. No adverse patient effects were reported.